Event description:
While this device was being used in an angioplasty procedure the device became stuck on the coronary guidewire. While trying to remove the balloon catheter alone, the device separated into two pieces. All components were able to be retrieved. There has been no claim of injury related to this event. The device is being returned for analysis.